Event description:
It was reported that during a monarch bronchoscopy procedure the patient experienced pneumothorax on the left side a chest tube was placed, the patient was hospitalized and discharged the next day. The medtronic arcpoint was also used. Physician attributes this pneumothorax to use of the monarch.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
A device history record (DHR) review was performed for system 120147 and there were no non-conformances related to the pneumothorax reported in this case. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling. Risk document number: (B)(4) rev f, monarch bronch risk management report risk ID: pneumothorax.